Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering the insulin and customer had high blood glucose which lead to hospitalization on (B)(6) 2018 at 1:00pm with blood glucose was 1200 mg/dl, 1000 mg/dl. The current blood glucose is 590 mg/dl. The customer treated their high blood glucose with manual injection, intravenous. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.